Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: when connected, no click sound was heard and it was easily detached. The orange mark was invisible. It seemed that the slit was spread. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used to complete the procedure. No bleeding occurred. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.